Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error35 due to corrosion on the force sensor. The pump was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image). Corrosion was also found on the electronic assembly, moisture damage was found on the motor, and no moisture damage on the keypad assembly noted during visual inspection. The pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a long crack beginning from the top of the pump all along the length of the battery tube. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.